Manufacturer narrative:
Concomitant medical products: product ID: 8253200, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider(hcp) via manufacturing representative reported that there was no response when on nerve stimulating with probe. There was a 15 minute delay in the procedure. There was no patient impact.